Event description:
Pt admitted for removal of ramus fractured plate. Status post placement and reconstruction in 1998 for partial mandibular resection for osteoradionecrosis. Pt has history of mandible, mouth, vocal cord cancer. Pt has deformed left mandible and drooling. Pt underwent removal of left distal segment of fractured reconstruction plate. Operative diagnosis was fractured left mandibular reconstruction plate with distal exposed element. Per surgeon fracture of reconstruction plate between 4th and 5th screws along mandibular ramus. Pt stated they felt ramus plate fracture was due to the radiation for the cancer.